Manufacturer narrative:
Date of event- unk. (Expiration date): unk, no serial number reported. Implant date: unk. (Device manufacturing date): no serial numbers reported. Claim#: (B)(4).

Event description:
High vault was reporter in a patient with an implantable collamer lens. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted